Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The hcp reported that the patient was in the hospital with increased pain and in narcotic withdrawal. Upon interrogation, the pump gave the motor stall and tube set messages. No alarms were audible, but it was noted that the patient was hard of hearing. No magnetic resonance imaging or other medical procedures were conducted except the patient had had a computed axial tomography scan (CT scan). The hcp replaced the pump and reported that the patient was doing much better. The patient's wife reported that the patient had had to go to an outpatient hospital at least once a month for over the last year or longer for stalling issues with the device. There was no warning from the pump prior to the stalls. The patient had to have epidural injections (medication unspecified) for relief of pain and ended up being admitted to the hospital for approximately six days at the beginning of 2007. The patient went through withdrawal and suffered severe pain that even strong medication could not relieve. The wife stated it was confirmed by the hcp and clinical specialist that the device had stopped for 7 hours for two times in the same month, it stopped and never came back on, which is what led to the patient's hospital admission. The patient's wife further reported that her husband was starting to feel better and was recovering from his infections (foot and lung). The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates fentanyl.